Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had a knot in it. The reporter stated that it was not noticed until they tried to prime the line and solution would not flow past the knot. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed a knot in the tubing between top y-site and roller clamp. The reported condition was verified. The cause was determined to be human - production, inappropriate coiling on tubing. Should additional relevant information become available, a supplemental report will be submitted.